Event description:
It was reported that the patient presented with 'giddiness,' and at device evaluation, was showing all paced beats. When the programmer head was placed for interrogation, asystole occurred, which immediately ceased when the programmer head was lifted. The device was determined to be at eri (elective replacement indicators), so it was explanted and replaced. The patient is doing fine.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device model number has been corrected. Evaluation summary: battery depletion was normal. Other: it was reported that the patient presented with 'giddiness,' and at device evaluation, was showing all paced beats. When the programmer head was placed for interrogation, asystole occurred, which immediately ceased when the programmer head was lifted. The device was determined to be at eri (elective replacement indicators), so it was explanted and replaced. The patient is doing fine. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination battery end of life - expected device operated according to specifications interrogate, difficult to pace, failure to.